Manufacturer narrative:
(B)(4). Approximate age of device ¿ 15 days. The pump remained in use supporting the patient at that time. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported on (B)(6) 2018, that the patient was admitted into the hospital on (B)(6) 2017 due to a gastrointestinal bleed. During the esophagogastroduodenoscopy, a non-bleeding small superficial gastric ulcer was found. The small bowel capsule showed 2 non-bleeding angiodysplastic lesions in the jejunum. Argon plasma coagulation was administered and clips were placed. The patient was discharged to a rehabilitation center on (B)(6) 2017.

Manufacturer narrative:
Pump exchange and evaluation was reported under medwatch MFR# 2916596-2018-01063. Thrombus was confirmed through the evaluation of the left ventricular assist system (lvas) however, a direct correlation between the returned pump and the patient¿s gastrointestinal (gi) bleeding could not conclusively be established through this evaluation. Thrombus and bleeding are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.